Event description:
A customer contacted baxter's technical service center reporting that she was connecting the bags, and the "little machine" (compact exchange device (cxd)) pulled the spike out of the bag during setup on the homechoice (hc) machine. The technical service representative (tsr) advised the home patient (hp)'s caregiver (cg) to start over using new supplies and further advised to run hot water over the cxd machine and the handle on the cxd machine should work better. The patient was not connected at the time, and there was no patient injury or medical intervention indicated at the time of the initial report. During further follow up with the hp's nurse regarding the miss-spiking, the nurse stated that the issue was resolved and added that it was likely an operator error. Per nurse, the hp had resumed therapy after starting over using new supplies that day.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The sample was not returned, so the reported issue was not confirmed, and a root cause was undetermined. A labeling review of the homechoice apd systems patient at- home guide issued was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.